Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red area under the front therapy electrode. The patient saw his doctor who prescribed a salve (type unknown). The patient reported following use of the salve, the skin irritation improved.